Event description:
The customer stated that her husband's meter has a display problem. A review of the system was performed over the phone. This review indicated that segments were missing from the meter's display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future question/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that the meter functioned according to specifications - the complaint could not be confirmed. This complaint is considered closed for purposes of MDR.